Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies, although it was noted that the suture was not returned. Based on the information available and analysis results, the reported event of "dart detachment" could not be confirmed because the suture did not return, and the investigation findings do not lead to a clear conclusion. Therefore, cause not established was assigned to this investigation.

Event description:
It was reported that a capio slim device was used during a tension-free vaginal mesh procedure. The dart detached from the suture, and only the product and broken thread were retrieved. The dart remained deep in the tissue. The physician considered keeping the needle in place since it is not implanted in an area where there would be blood vessels. The original device was used to complete the procedure, and no patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Based on the information available and analysis results, the reported event of "dart detachment" could not be confirmed because the suture did not return, and the investigation findings do not lead to a clear conclusion. Functional inspection of the device found that the carrier was able to move in and out, and after deploying the carrier, the cage was able to catch the suture. After visual and functional inspections of the complaint device, it was not possible to identify any evidence on the alleged issue on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, this investigation is assigned a most probable conclusion code of "no problem detected".

Event description:
It was reported that a capio slim device was used during a tension-free vaginal mesh procedure. The dart detached from the suture, and only the product and broken thread were retrieved. The dart remained deep in the tissue. The physician considered keeping the needle in place since it is not implanted in an area where there would be blood vessels. It was also reported that the cage was unable to catch the needle. The original device was used to complete the procedure, and no patient complications were reported.

Event description:
It was reported that a capio slim device was used during a tension-free vaginal mesh procedure. The dart detached from the suture, and only the product and broken thread were retrieved. The dart remained deep in the tissue. The physician considered keeping the needle in place since it is not implanted in an area where there would be blood vessels. The original device was used to complete the procedure, and no patient complications were reported.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of dart detachment.